Manufacturer narrative:
The lifeband associated with this complaint will not be returned for evaluation. The product was disposed by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
During patient use, the customer reported that the autopulse platform stopped compressions due to the lifeband (lot #unknown) malfunction. The autoupulse platform functioned as intended using another lifeband. No device malfunction was reported on the autopulse platform. No consequences or impact to patient.